Event description:
The user facility reported that the device's tip broke off on both sides while cutting a k-wire during an orthopedic case. The broken tips were located, but were not returned with the device to the MFR. There was no patient injury reported.